Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
The customer called into technical support (ts) reporting that the device should operate on ac power when connected and switch to dc when ac is disconnected. This device transferred between ac and dc power while connected to ac power. The customer seeks repair advice. The customer reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) evaluated the device with the assistance of the customer and confirmed the reported problem. The rse advised to replace the power supply. The customer replaced the power supply to resolve reported problem, and the device is back in service.